Event description:
It was reported by service report that when pressing any bed function button bed would make a humming noise and not move. The cause was a bad cpu board. No patient involvement or adverse consequences are reported.